Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Microscopic inspection revealed a pinhole in the balloon material on the distal edge of the distal markerband. Inspection of the remainder of the device found no additional damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca). A 2.00mmx8mm apex¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with an emerge balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca). A 2.00mmx8mm apex balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with an emerge balloon catheter. No patient complications were reported and the patient's status was good.